Event description:
Complainant alleged that while attempting to defibrillate a pt in cardiac arrest, after a 200 joule delivery the clinician attempted to set the joules to 300j using paddles but the energy selection dropped to 5 joules. The device was then charged to 300 joules and discharged but the device indicated an "open air discharge". The complainant indicated there was no adverse effect to the pt as a result of the reported malfunction.